Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. A complete pump reset was performed with guidance from technical support, and the caller successfully started their sensor session without further errors.